Event description:
Pt developed an infection after the aner the 511212 myopore epicardial lead was implanted. Pain and erythema at pocket. On (B)(6) 2021, everything out but the epi lead, surgery scheduled for the cardiac surgeon to remove that as well. Miera implanted, pt pacemaker dependent. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).